Manufacturer narrative:
Our field service engineer investigated the unit on site but the fault could not be reproduced. The unit was cleared for clinical use. Evaluation of the received device logs shows that after the start of the nebulizing program, a software error alarm for failed handling of remaining nebulizing time was generated four times in a row. This prompted an automatic restart of the breathing subsystem to rectify the detected problem. After four unsuccessful restarts with persistent inability to handle the remaining nebulization time, the ventilator per design generated a technical error code indicating disabled valves. The conditions causing this problem were lost when the ventilator was rebooted manually. This indicates that the cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem. The conclusion is that an error has occurred in the breathing sub-system. The error was of a temporary art, it was detected by the system and appropriate alarms were generated. The cause of the error was a temporary corruption of data. The cause of the corruption has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for stop of ventilation while being used on a patient. There was no patient harm. (B)(4).